Event description:
It was reported that the device had a no disposable alarm. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
D5 is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was duplicated; during the investigation when a cassette was attached, the pump was found to be alarming cassette not attached properly. The downstream occlusion sensor was found to be inoperable, so it was recommended having the downstream occlusion sensor replaced as a corrective action/measure. No root cause was determined. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 29-jul-2022 for bubbled downstream occlusion (dso) seal. Replacement of the dso seal can result in issues with the dso sensor if performed incorrectly, but there is no indication of any issue with the previous repair in this evaluation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (b)(), as a result of warning letter cms# (B)(4).